Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 23, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015 due to permanent device non-use.